Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, unit alarmed e15 during self test due to problem isolated in motherboard. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.